Event description:
Major pump unit(s) involved: blood pump specific component(s) involved: driveline malfunction.

Event description:
Major pump unit(s) involved: blood pump; fluid ingress. Specific component(s) involved: driveline malfunction; fluid ingress from showering. Other component: causative or contributing factor: inadequate instructions from caregivers. Intervention(s): replacement of pump; other intervention : type: lvad.